Event description:
It was initially reported that three of the pt's programs were not working well to cover her symptoms. The pt was redirected to her physician for re-programming. Add'l info indicated that the electrodes seemed to be "misfiring". The pt was avoiding programs with that particular electrode. Add'l info from her physician was requested.

Manufacturer narrative:
(B)(4)